Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing an intense pain in the back which was unrelated to stimulation. The physician believed that the increased of activity level could be the cause of pain. It was reported that the physician removed some surgical fluid build-up around the battery site to be safe. The patient was reportedly doing well.